Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the device was received in two pieces. The fracture occurred 2mm from edge of strain relief. Dried blood and contrast were visible in the balloon and inflation lumen. The device was soaked in warm water to attempt to dislodge the hardened material and allow inflation of the balloon. However; due to the amount of the hardened material still inside the lumen, it prevented inflation of the device and positive identification of any damage consistent with the reported balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The patient presented with acute coronary syndrome. The 60% stenotic, 4.0x16mm de novo, and eccentric lesion was located in the non-tortuous and non-calcified left anterior descending artery. The physician direct stented with an unspecified stent and then advanced the 2.75x8mm quantum maverick balloon to the stent to post dilate, but the balloon broke. The device was removed intact. The procedure was completed with another 2.75x8mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The patient presented with acute coronary syndrome. The 60% stenotic, 4.0x16mm de novo, and eccentric lesion was located in the non-tortuous and non-calcified left anterior descending artery. The physician direct stented with an unspecified stent and then advanced the 2.75x8mm quantum maverick balloon to the stent to post dilate, but the balloon broke. The device was removed intact. The procedure was completed with another 2.75x8mm quantum maverick balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was further reported that the calcification was severe and that the balloon was inflated to 20atms for 4-5 seconds on the third inflation and ruptured.